Event description:
Patient had a first ptfe graft bypass in 2001. Ptfe graft was explanted 6 months later following a graft infection. Patient was then implanted with an intervascular intergard silver graft in 2002. The intergard silver graft was explanted in 2003 following an angiography was performed in 2003. The angiography evidenced a leakage of the angiography contrast liquid through the graft.